Event description:
It was reported that this patient was hospitalized due to inappropriate shocks. Technical services (ts) was contacted for recommendations. Ts reviewed the episode and noted that it was likely related to high atrial rates. Ts also discussed possible programming options for this case. Additional information noted that the patient underwent an ablation procedure and the device conditional zone was reprogrammed as ts suggested. The field representative also wanted ts to review if the alternate vector would be the most appropriate in this case. At this time the device remains implanted. No adverse patient effects were reported.